Event description:
Information received indicates the product problem was reported by the pathologist from the user facility following review of the device histology results. The cause for valve removal following approximately four years service life was a tear in one leaflet. No additional consequence to the pt was reported.